Event description:
It was reported that the user did not connect the breathing hoses properly.the patient was not ventilated and needed resuscitation.

Manufacturer narrative:
During the reported incident, draeger reusable breathing circuits were applied to a draeger anesthesia machine type primus. This complaint (B)(4) considers the ventilation hoses used. The analysis of the primus is documented in the separate complaint (B)(4). The investigation and evaluation of the case were based on the available information. The customer's user notification to the german competent authority does not provide any information on the ventilation hoses used. Our dräger service reported that reusable hoses were used in this company, which the customer would assemble according to his respective needs. In the user report, the customer admitted that the cause of the insufficient ventilation was due to an error in the connection of the individual hose sections. These had been connected in such a way that the patient was not connected to the primus. Rather, the inspiratory and expiratory grommets of the primus and the connections of the y-piece were each short-circuited. This resulted in two independent circuits of tubing. The patient was not connected to the anesthesia machine. It is part of the checklist to be processed manually for the primus that the correct connection of the hoses is to be checked. Such an error is also reliably detected by the brief check before use recommended by the dgai. If such incorrectly connected tubing is nevertheless used on the patient, the integrated volume, pressure and gas monitoring of the primus ensures that various visual and acoustic alarms are generated. In particular, the gas measurement that is aspirated at the y-piece detects the falling fio2 values and alarms depending on the alarm limits set by the user. The cause of the reported event was an application error.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up report.

Event description:
It was reported that the user did not connect the breathing hoses properly. The patient was not ventilated and needed resuscitation.